Event description:
It was reported that during the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. While attempting to remove the stylet, the lv lead was damaged due to excessive force. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.